Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Part of the incisal edge fractured at insert, she cemented crown anyway. Now entire abutment fractured and crown came off because not enough retention. No patient injury.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.